Event description:
During preventive maintenance of the device, the air bubble sensor issued a false air bubble alarm. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.